Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir anomaly. Customer's blood glucose was 160 mg/dl. The customer state that reservoir would not allow the insulin to go to the tubing. The customer put new reservoir and it worked. The customer was advised that the reservoir may have been occluded. The customer was advised that we would repalced the product.